Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s blood glucose level was 53 mg/dl at the time of incident. Customer treated with food for low blood glucose. The current blood glucose level was 98 mg/dl. The product will not return for the analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information with the initial report was incorrect. The correct information is 210 pounds.